Manufacturer narrative:
The device was not returned for evaluation. Insulet cannot confirm if the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 34 warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod between 24 and 36 hours. Patient¿s mother looked at the pod¿s adhesive backing and it was coming away from the pod, the adhesive is no longer on the pod, it pulled away from the skin and cannula was out of the body, thus, cannula dislodged from the infusion site (arm) and cannula did not look totally damaged. As treatment, patient administered insulin injection.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues noted that would cause the cannula to dislodge from the infusion site or high blood glucose levels. Due to the adhesive pad having been worn, the original state of the adhesive pad could not be determined. The device was also found to have generated an alarm due to a communication error between the pod and the pdm (personal diabetes manager). The reported events could not be conclusively determined.